Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The heartmate 3 lvas IFU rev. C, is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02may2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with an acute kidney injury and volume overload related to right ventricle failure. Patient started on milrinone on admission and was weaned off (B)(6) 2021. Kidney function improved and the patient was to be discharged (B)(6) 2021.